Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. It was reported that the pump had a motor stall following magnetic resonance imaging (MRI), greater than 2 hrs. The hcp was seeing patient for refill today and got an alert that the pump had been stalled for 312 hours. The hcp confirmed that patient did have an MRI on may 1st and the pump logs showed a motor stall on that date with no recovery. Patient did not have the pump interrogated after the MRI. The patient had not been hearing an audible alarm from the pump and did not go through any withdrawal.